Event description:
Customer's daughter-in-law reports back to back testing on the same meter while using the advantage system with results of 385mg/dl, 119mg/dl, 122mg/dl and 128mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.